Event description:
It was reported that the 9800 system hand switch fluoro button would not work and the screen went blank during a cine run. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hand switch and cine bridge were replaced during the service call. The system was tested and found to be working as intended and put back into service.